Event description:
In 2003, cytyc's technical support department received a call from rep at user facility. Rep stated the user facility had received a call from a medical assistant at another user facility reporting that a patient had spilled a vial of preservcyt solution on their shirt, as well as the floor, and may possibly ingested a small amount. The medical stated that a preservcyt vial left open on the counter was grabbed and spilled by the patient. At the time there was no patient specimen in the vial. The patient was given fluids at the doctor's office by the attending physician and it was determined that no other medical attention was needed. Cytyc's technical support faxed a material safety data sheet for preservcyt solution to the doctor's office. Technical support has not received any further reports of adverse reaction in this case since it was reported to cytyc. If cytyc obtains additional information it will be forwarded to the FDA via a supplemental report.